Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple occlusion alarms occurred. Customer resolved the occlusions by delivering a bolus and resuming insulin delivery. Blood glucose was 320 mg/dl at its highest.